Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Visual inspection of the dual mobility liner identified damages on the edge and scratches on the inside diameter. Dimensional analysis during the manufacturing of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies that would contribute to this event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Concomitant medical products: item number: ep-200146, item name: active articulation bearing, lot #: 248340. Item number: 12-115111, item name: biolox delta head, lot #: 2886400. Item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03488. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to recurrent dislocation and wear of the bearing component approximately 9 months post-implantation. The acetabular liner and femoral head components were removed and replaced. No additional information is available.